Event description:
It was reported that sometime in the beginning of march, the patient's implantable neurostimulator would turn on and off, by itself. Each time this occured, the patient had to use the patient programmer to turn the device back off and on. It was also reported that during a lightning storm, on (B)(6) 2012, the patient felt an overwhelming stimulation sensation. The patient did not consult with a physician after the event and the stimulation returned to normal. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received also noted that the patient experienced a shocking sensation during lightning storms. Also, the patient was unable to drive with the stimulation on or off as directed by his physician. The patient was going to call another physician to discuss the shocking during the lightning storms and get further direction regarding driving with the stimulator turned on or off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: 2011 (B)(6), explanted: na, recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), anchor model 3550-39, lot# n305168, implanted: 2011 (B)(6), explanted: na. (B)(4).

Manufacturer narrative:
(B)(4)